Event description:
It was reported that interrogation of the pump revealed a motor stall with no recovery, the stall occurred 24 hours prior and was due to the patient having MRI. The patient did not report hearing any alarms and he had no symptoms. A second interrogation revealed both a motor stall and recovery in the logs. The patient was reported to be "fine" and was continuing with effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).